Event description:
It was reported the customer was receiving an unexpected restart alarm. The customer's blood glucose was 93 mg/dl. Customer stated their insulin pump was not stored or not in use for an extended period of time. The customer stated they had received the alarm once, but it was in a loop. Customer also reported receiving several button error alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed error test due to connector interface board leaking voltage. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and stained address and serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).